Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: needle failed to retract. Describe patient /(hcp) / user impact: na. 23 june 2025 customer response: 1. When you pressed the button, did the needle fully retract? No. In some cases retracted partially. 2. Did the needle retract slower than normal? Yes. 3. Did the needle start retracting and then stop, leaving the needle exposed ? Yes. 4. Did the needle not move at all after pressing the button? Yes. 5. Did the button depress? Yes.

Manufacturer narrative:
The complaint that the needle failed to retract could not be confirmed from the 24g insyte autoguard unit that was returned for investigation. The needle was received fully retracted within the safety shield. A functional test was completed by resetting the safety mechanism and retracting the needle, which showed that the needle fully retracted and the retraction time was within specification. The reported issue could not be confirmed due to the condition of the returned sample. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.